Event description:
As reported by a healthcare professional, during a mechanical thrombectomy, angioplasty was performed first, bmx could then not track past the stenosis. The 132 cm large bore 71 catheter (ic71132ug, 30532071) went fine through the intracranial artery (ica), wouldn't pass ophthalmic, ¿sort of buckled¿, but deployed stent for anchor technique. But parked there. After the 1st pass with a solitair 4x40 revascularization device and velocity microcatheter, a kink was noticed. The solitaire 4x40 and the velocity were reintroduced but unable to pass, there was a kink in the large bore catheter (lbc). The physician reported that there was a split in the catheter at the site of the kink. Therefore, the catheter was removed intact with no additional intervention and another competitive product was used. There was a delay of 5-10 minutes to exchange for a new intermediate catheter but there was no patient injury. The procedure was successfully completed. It was noted that access was bad, "horrible anatomy", left m1, carotid stenosis followed by 180 degree loop.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However; it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a mechanical thrombectomy, angioplasty was performed first, bmx could then not track past the stenosis. The 132 cm large bore 71 catheter (ic71132ug, 30532071) went fine through the intracranial artery (ica), wouldn't pass ophthalmic, ¿sort of buckled¿, but deployed stent for anchor technique. But parked there. After the 1st pass with a solitair 4x40 revascularization device and velocity microcatheter, a kink was noticed. The solitaire 4x40 and the velocity were reintroduced but unable to pass, there was a kink in the large bore catheter (lbc). The physician reported that there was a split in the catheter at the site of the kink. Therefore, the catheter was removed intact with no additional intervention and another competitive product was used. There was a delay of 5-10 minutes to exchange for a new intermediate catheter but there was no patient injury. The procedure was successfully completed. It was noted that access was bad, "horrible anatomy", left m1, carotid stenosis followed by 180 degree loop. The device was returned to cerenovus for further investigation. A non-sterile 132cm large bore 71 catheter aspiration catheter was received contained in the decontamination pouch. Upon receiving the device, the catheter was inspected, and the presence of hydrophilic coating was confirmed. Residues of dry blood were found along the entire device. The body of the device was found kinked at 39 in (99.06cm), 44 in (111.76cm), and 46 in (116.84cm) from the proximal end. Also, one compressed condition was found at 40 in (101.6cm) from the proximal end; where fingertips seemed to be used to hold or retrieve the device, which reasonably suggests that the damage occurred during the retrieval of the catheter as the od (outer diameter) increase on this area might have precluded the introduction of the catheter into the patient¿s vasculature. The entire device length was inspected under microscope, and the split condition reported in the event was not found in the device. The catheter was then flushed to verify the existence of water leakage, but the water did not come out from the kinked section nor any other area of the catheter other than the distal tip. Due to this, the customer complaint regarding cracked-in patient was not able to be confirmed. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the malfunction were identified. The customer complaint regarding the catheter kinked-in patient and the device tracking difficulty were confirmed based on the evidence observed on the body of the device. The multiple damages found on the device may have been the result of the difficulty experienced while advancing or maneuvering the catheter during the procedure. Factors such as the patient¿s anatomy as reported in the complaint may have contributed to the tracking difficulty, which ultimately might have led to the kinked condition observed on the device. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.